Manufacturer narrative:
D9: date returned to mfg 11/21/2024. One device was returned for analysis. Visual inspection found a peeled downstream occlusion seal and a deformed upstream occlusion seal. A visual test confirmed the reported issue. The cause of the reported issue was unknown. As a result, the downstream/upstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was coming off. There was no patient involvement.